Event description:
It was reported that stent moved on balloon occurred. Vascular access was obtained via upper arm, retrograde approach. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. After a 8fr non-boston scientific (bsc) introducer sheath was introduced and a 035 non-bsc guidewire crossed the lesion, predilatation was performed leaving 20% residual stenosis. A 7.0x20x75cm express ld vascular stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. Furthermore, the stent got caught and shifted towards the shaft. After that, the non-bsc introducer sheath was delivered and stent was removed. The procedure was completed with a different device. There were no patient complications nor injuries reported.